Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22nd september, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the brake screws and collars were rusted. Photographic input confirmed that issue and also indicated that paint was damaged with missing particles on headlight and fork. It has come to customer attention that the cleaning agent used in their facility was the cause of the massive corrosion. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 22nd september, 2023 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, corrosion has built up on the spring arms, brake screws and collars. Photographic input confirmed that issue and also indicated that paint was damaged with missing particles on headlight and fork. It has come to customer attention that the cleaning agent used in their facility was the cause of the massive corrosion. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no; corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other; corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer; corrected h3c if other provide code - explain: n/a. The issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00776) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00775). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00775).

Event description:
On 22nd september, 2023 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, corrosion has built up on the spring arms, brake screws and collars. Photographic input confirmed that issue and also indicated that paint was damaged with missing particles on headlight and fork. It has come to customer attention that the cleaning agent used in their facility was the cause of the massive corrosion. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 22nd september, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the corrosion has built up on the spring arms. It has come to customer attention that the cleaning agent used in their facility was the cause of the massive corrosion. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 22nd september, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the brake screws and collars were rusted. Photographic input confirmed that issue and also indicated that paint was damaged with missing particles on headlight and fork. It has come to customer attention that the cleaning agent used in their facility was the cause of the massive corrosion. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 22nd september, 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the brake screws and collars were rusted. Photographic input confirmed that issue and also indicated that paint was damaged with missing particles on headlight and fork. It has come to customer attention that the cleaning agent used in their facility was the cause of the massive corrosion. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On (B)(6), 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the corrosion has built up on the spring arms. It has come to customer attention that the cleaning agent used in their facility was the cause of the massive corrosion. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). Event site telephone: (B)(6). H3 other text : device not returned to manufacturer.